Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm the hrm task did not grant motor power in reasonable time. Customer was able to clear the alarm. Customer received request to rewind pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: black customer returned insulin pump for alleged insulin pump error found on (B)(6) 2022. Insulin pump passed self-test. However, insulin pump alarmed insulin pump error during rewind due to dried insulin on motor slide and corroded home switch. Insulin pump was unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin pump error caused by dried insulin on motor slide and corroded home switch. Insulin pump successfully downloaded to thus. Confirmed insulin pump error on (B)(6) 2022 at 20:54:22 in history files. Test p-cap and reservoir locked into reservoir compartment correctly. Insulin pump was cut open to perform visual inspection and dried insulin was found on the motor. The following were noted during visual inspection: pillowing keypad overlay, corroded home switch and dried insulin - motor slide. In summary, customers alleged insulin pump error was confirmed due to dried insulin on motor slide and corroded home switch, additionally insulin pump error was confirmed. Unable to perform full dry test due to corroded home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.